Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered an alert for low out of range shock impedances on the right ventricular (rv) lead. The shock impedance values were 0 ohms which suggests the patient was exposed to an electromagnetic interference field, but that could not be confirmed. This ICD and rv lead remain in service. No adverse patient effects were reported.